Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was returned for power error alarm. Detailed trace analysis confirmed power error alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received power error alarms. The customer stated the insulin pump was not working properly and was not letting them to bolus. The customer's blood glucose was 22.6 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The customer was advised that the insulin pump was no longer working due to the power error alarms. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.